Manufacturer narrative:
MFR control no: (B)(4).

Event description:
It was reported this event occurred in the cvor. When the physician dilated the skin, over the wire, with the dilator in this tray, the dilator kinked at the skin level, or just below and would not completely dilate the skin. He then opened a new tray to get a new dilator to complete the dilation. There was no reported pt injury, complications or death.